Manufacturer narrative:
(B)(4). Catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was being treated with lioresal (2000 mcg/ml at 1576.1 mcg/day) intrathecal therapy via an implanted pump. The lioresal lot number was unable to be obtained. The pump's indications for use (ifus) were listed as intractable spasticity and stroke. The patient's medical history included diabetes and stroke. The patient's concomitant medications were unknown. The patient was referred by the managing hcp due to significant spasticity despite a high dose. A catheter dye study was completed by the surgeon on (B)(6) 2015 and he was unable to aspirate through the side port. The surgeon performed a revision on (B)(6) 2015. He opened the pump pocket and released any catheter bound under scar tissue. At this point, he aspirated through the side port without difficulty. No obvious catheter issue was found, although according to the surgeon, there may have been a sharp bend at the end of the collet of the connector pin which was buried tightly under scar tissue. He cut the catheter beyond the connector pin to remove a small segment of the spinal segment and replaced the entire pump segment. The removed catheter was returned to the manufacturer for analysis. The lioresal dose was reduced to 787.9 mcg/day post-operatively. The event date was noted as (B)(6) 2015. The issue had reportedly resolved at the time of the report. The patient's status at the time of this report was reported as alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results revealed a kink in the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.